Event description:
Kin air bed partially deflated while pt in bed causing pt to drop 4.6 inches. Pt had lvad in place. The function of the lvad was compromised as a result of bed collapse. The pt's room was not large enough to accomodate a second bed in order to switch beds.